Event description:
According to the available information, one of the cones separates from the thread carrying the mesh, becoming detached and making product implantation impossible.

Manufacturer narrative:
An altis sling and two introducers were returned for evaluation. Examination of the sling revealed the static anchor and suture were detached and stuck on the right introducer. Visual observation of the mesh where the static suture was attached confirmed the welded area of the suture was still attached. Microscopic examination of the mesh where the static anchor was attached revealed rough and irregular surfaces, indicating stress may have been exerted. The dynamic anchor and suture were still attached. No abnormalities were noted with the introducers. The information received indicated the static anchor was detached during the procedure. Quality confirmed the detached static anchor. As the static anchor was noted to be stuck on the right introducer, it was concluded that the detachment of the static anchor most likely occurred while loading the anchor on the right introducer. Details were not provided if there were any issues that may have occurred prior to the detachment. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Manufacturer narrative:
The device was not received for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, one of the cones separates from the thread carrying the mesh, becoming detached and making product implantation impossible.